Event description:
It was reported, the unspecified tee probe was not working properly. When the tee probe was inserted into the patient, it was found the left articulation movement was not working. The probe was removed from the patient and evaluated by the user. No issues were observed, the probe was working as intended. The user then inserted the probe back into the patient and completed the scan. This event was associated the epiq cvx ultrasound system. No patient or user was harmed as a result of the issue. The service engineer evaluated the probe and found it working as expected. The reported, failure to articulate, was not reproducible by the user or the service engineer.